Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to changes in their morphology. The s-ICD was reprogrammed to the secondary vector and later the patient received another inappropriate shock. The primary vector was selected and the s-ICD remains in service. No adverse patient effects were reported.